Event description:
On 16-jun-2026, a sales representative reported via (B)(4) that the ar-4551 sutureloc implant system was found to have the tip of the scorpion needle break on the first pass of the blue repair stitch during a sutureloc root repair. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.